Manufacturer narrative:
(B)(6). Lot 16f004 was manufactured june 11, 2016 - june 13, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate 250 underinfused while in use on a patient in the patient¿s home. The infusor was filled with an unspecified amount of liposomal amphotericin 275mg, ambisome filter 1mg in glucose 5%. It was reported that the infusor was ¿slow flowing¿ and infused between 1 hour 45 minutes and 2 hours, instead of the required 1 hour infusion. It was stated that the device had not been taken out of the refrigerator for the recommended 4-6 hours prior to the infusion, as the drug is not stable at room temperature. There was no patient injury or medical intervention associated with this event. No additional information is available.